Event description:
It was reported that during a routine check performed by the customer the cardiosave intra-aortic balloon pump (iabp) had a power cord assembly that does not retract. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site state-on, event site postal code-l3y 2p9). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The power cord was fully extended, opened the unit and found that the power cord was not sitting around the cord wheel. The fse re-guided the power cord around the wheel and that corrected the issue. The fse tested the power cord retraction multiple times and it passed, and no parts were replaced. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.